Event description:
The turning dial on a smart control stent was "stuck". The patient was admitted with a 90% lesion in the left superficial femoral artery. The lesion was heavily calcified and the vessel was highly tortuous. The lesion was approximately 10cm in length. Contralateral approach was chosen for the procedure and a guidewire crossed the lesion. The lesion was pre-dilated, and a smart control stent was delivered to the lesion. There was no resistance while crossing the lesion. The physician tried to deploy the stent as usual, but the turning dial was stuck and would not rotate at all. The smart control was pulled back proximally, and it re-crossed the lesion, but the turning dial would not rotate during deployment. Therefore, the sliding lever was used to deploy the stent carefully, but the stent jumped approximately 10mm distal to the intended position. The proximal lesion was not covered, therefore, ballooning was conducted with a cutting balloon catheter at the proximal lesion. The procedure was finished successfully.

Manufacturer narrative:
The following products were used during the index procedure: a medtronic inflation device, a chevalier guidewire and a jackal balloon catheter. Complaint conclusion: the turning dial on a smart control stent was stuck. The patient was admitted with a 90% lesion in the left superficial femoral artery. The lesion was heavily calcified and the vessel was highly tortuous. The lesion was approximately 10cm in length. Contralateral approach was chosen for the procedure and a guidewire crossed the lesion. The lesion was pre-dilated and a smart control stent was delivered to the lesion. There was no resistance while crossing the lesion. The physician tried to deploy the stent as usual, but the turning dial was stuck and would not rotate. The smart control was pulled back and then re-crossed the lesion, but the turning dial still would not rotate. Therefore, the sliding lever was used to deploy the stent carefully, but the stent jumped approximately 10mm distal to the intended position. The proximal lesion was not covered. Pta was conducted with a cutting balloon catheter at the proximal lesion. The procedure was finished successfully. One non-sterile smart control, iliac 7x100ml was received coiled inside a plastic bag. Unit was deployed. Stent was not received. A kink was detected at 9.5cm from ID band. No other discrepancies were found. Stent deployment test was not performed since the unit was deployed. Tuning dial test was performed despite the unit being deployed; the slider did not present resistance on rotating the tuning dial. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kink' reported was not conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition. The failures reported as 'rotation difficulty' and 'sds-deployment difficulty-inaccurate placement' by the customer were not confirmed since the unit was deployed and tuning dial test was performed without any problems. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process, therefore, no actions were taken. It is unknown if unusual force was used in the attempt to cross the lesion as pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, 'if resistance is met during delivery introduction, the system should be withdrawn and another system should be used.' It is possible that the operator's interaction with the sds may have contributed to the reported event. Holding the outer member during deployment may result in the support member pushing the stent forward and compressing the stent. In addition, moving the handle proximally or distally after the stent achieves initial wall apposition may result in stent compression or elongation. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. One non-sterile smart control, iliac 7x100ml was received coiled inside a plastic bag. Unit was deployed. Stent was not received. A kink was detected at 9.5cm from ID band. No other discrepancies were found. Stent deployment test was not performed since the unit was deployed. Tuning dial test was performed despite the unit being deployed; the slider did not present resistance on rotating the tuning dial. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of the 'kink' reported was not conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect these kind of issues. Handling and procedural factors could be contributed to this condition.